Event description:
It is reported that the patient has a button error alarm on their insulin pump. Patient's blood glucose level is unknown. Trouble shooting is conducted and found nothing. Patient is advised to cease use of pump and resort to back up. No further information available.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.